Event description:
It was reported that the customer's insulin pump had an error alarm. Advised that the insulin pump would be replaced and revert to back up plan. The customer's blood glucose reading was 450mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had scratched display window.